Event description:
During an in-clinic follow-up, loss of capture, high pacing impedance, and low sensing were observed on the right ventricular (rv) lead. X-ray imaging was performed and the rv lead was found to have dislodged resulting in a cardiac perforation at the apex of the right ventricle. A revision procedure was performed, however, the rv lead could not be repositioned as the helix was unable to retract. The rv lead was explanted and replaced to resolve the event. No additional intervention was required to treat the cardiac perforation. The patient was in stable condition.

Manufacturer narrative:
The reported events were cardiac perforation, lead dislodgement, loss of capture, high pacing lead impedance, r-wave amp variation and helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. The reported events helix mechanism issue was confirmed while the reported events of loss of capture, high pacing lead impedance and r-wave amp variation were not confirmed. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the inner coil, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. Lead impedance test could not be performed due to helix being retracted with the soft tip. During electrical testing the lead was shorting due to over torqued inner coil at the connector region, which is consistent with procedural damage. X-ray examination did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. Performed tip stiffness test and test results were in specification.